Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range shock impedance measurements causing an alert to be triggered by the remote patient monitoring system for review by the patient's following clinic. Boston scientific technical services (ts) reviewed patient data and noted the alert was the first instance of out-of-range measurements greater than 125 ohms and that based on the gradual nature of change, the increased shock impedance may be the result of patient condition. However, it was also noted that around the time of the alert measurements had increased in variability. The cause of the out-of-range impedance measurements has not been determined. The physician elected to continue monitoring the patient with weekly remote interrogations; no measurements greater than 130 ohms have been observed since the issue was first reported. No adverse patient effects were reported. This system remains in service.